Manufacturer narrative:
The product remains implanted, therefore no product analysis can be performed. Conclusion: without return of the product, no definitive conclusions could be drawn regarding the clinical observation. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information that after the implant of a transcatheter bioprosthetic valve, stenosis at the access site occurred. Subsequently, a percutaneous intervention (pci) was performed.